Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: vyaire failure analysis was able to confirmed and duplicated the reported issue. This is isolated to blown fuses f1 & f2. Visually inspected the uut (unit under test) assembly, there were no visible defects, damage, or contamination. The uut was installed to a known good test stand and ac connected. Measured 34vdc output from terminal one, found dc output was steady at .0015vdc with no load. Input fuses f1 & f2 were tested for continuity and found fuses to be blown, no vdc delivery.

Event description:
It was reported to vyaire medical that the avea ventilator not powering on. The customer confirmed that there is no patient involvement associated with this reported event. However, investigation revealed input fuses f1 & f2 were tested for continuity and found fuses to be blown, no vdc delivery.